Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. Therefore the investigation is based upon the user facility information, a photograph provided by the user facility, and the evaluation of the retention sample of the involved product code/lot number as well as the surrounding lots. The photo confirmed that the dilator hub detached from the dilator. A visual examination of the retention samples from the involved product as well as the surrounding lots confirmed there were no visual defects. In addition, functional testing confirmed the products met manufacturing specification. A review of the device history record for the reported part/lot combination did not reveal any issues during the manufacturing of the reported lot. It was noted in the complaint that there were two dilators used on the same patient from the same lot and product code, please refer to MDR no. 1118880-2015-00044. Although the exact cause cannot be definitively determined based on the available information, there is no evidence that this event was related to a device defect or malfunction. All available information has been forwarded to the manufacturing facility for appropriate tracking, trending and follow up. (B)(4).

Event description:
The user facility reported that the top of the dilator detached. Follow-up communication from the user facility reported the following information: the physician and staff reported that they have used these dilators multiple times in the past for the exact same type of case, permcath with ij access and have had no issues; the procedure was completed; and ( the patient condition was reported as good.